Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during manual prime. The customer's blood glucose reading was 250 mg/dl at the time of incident. Troubleshooting found that the pump was dropped and the drive support cap may have been damaged. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction.